Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 was found to be inoperable due to a misaligned latch sensor. A field service engineer adjusted the sensor position to ensure proper alignment. After making the adjustment, logged into the hardware test application (hta) system and verified its functionality. The drawer operated successfully during testing. User also confirmed that the functionality was verified and working as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system, drawer 2.1 failed to stay closed. The customer rebooted the station but still issue persist. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.